Manufacturer narrative:
Device evaluation: a reserved sample from the same cartridge lot number was tested and evaluated by product analysis on 11/06/2014 with the following findings: no defect was found. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose of 286 mg/dl, with shakiness and increased thirst/urination. The reporter also alleged the cartridge had air bubbles and was leaking. During troubleshooting, customer support found the patient was not using proper technique in filling the cartridge. The patient remains on pump. This is being reported as the patient experienced hyperglycemia related to the use error of filling the cartridge improperly.